Event description:
It was reported that during a hemorrhoidopexy procedure, there was difficulty in removing the device after firing. The staples also were not formed uniform, and were left in the stapler itself. Unk how case was completed.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.